Event description:
It was reported that stimulation was turning off. Stimulation turned off two nights in a row at 2 in the morning. The patient had adaptive stimulation programmed. They tried to turn stimulation on multiple times before it came on. The patient met with the manufacturer representative (rep) the morning of the report and checked the implantable neurostimulator (ins) with the clinician programmer. The ins was off so the rep turned it on and it worked fine. It happened again the next morning at 1:30 in the morning. The patient lost stimulation sensation and got up to walk around and it did not resolve the issue. The ins was on but no stimulation. They would meet with the patient that afternoon. The patient used the stimulation mostly at night times. The last 3 nights, monday, tuesday, and wednesday night, the patient noticed the pain returned right away. When the patient was checked with the patient programmer, the programmer showed the stimulation was on at amplitude of 8.5 volts while lying down but the patient was not feeling the stimulation. Electrode impedances were performed at 0.7 volts. With the reference electrode at 0, it showed electrode 10 impedance was greater than 10,000 ohms. With the reference electrode at 10, it showed all electrode impedances were greater than 10,000 ohms. Then, electrode impedances were performed at 3.0 volts. With the reference electrode at 0, it showed electrode 10 impedance was 32,981 ohms. With the reference electrode at 10, it showed electrode 0 was 32981 ohms, electrode 1 was 29,807, and electrode 2 was 29,573. Group impedances were run, a1 had greater than 40,000 ohms and 0.308 milliamps. A2 had 493 ohms and 16.513 milliamps. A1 controlled the patients left side. A1 was programmed with electrode 10- 9+ 11+. Reprogramming was done with 9-8+ and the patient reported feeling good coverage. Group impedances were rechecked, and had 738 ohms and 8.425 milliamps. The issue was resolved and the patient was receiving effective therapy and was satisfied.

Event description:
Additional information received reported that the patient was reprogrammed away from an area of bad impedance. Following reprogramming, the patient was doing well and his coverage was good.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v013331, implanted: (B)(6) 2007, product type: lead. (B)(4).